Event description:
Event description cpi received information that this selute lead (4285) was removed from service due to lead dislodgment after implant. Another cpi sweet tip lead (4269) was implanted.